Event description:
Report received of an overdelivery during preventative maintenance testing. During testing at the user facility, the device delivered a measured volume of 21.5ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Though requested, no additional info was provided.